Manufacturer narrative:
Correction to the month for the dates listed. The test results in question were from (B)(6) 2016 not (B)(6) 2016: on (B)(6) 2016 the customer had tested on his coaguchek xs meter and obtained a result of 4.2 inr at 7:52 a.m. The customer used the same finger and re-tested and the result at 7:57 a.m. Was 4.0 inr. Based on these results, the customer did not take his warfarin on (B)(6) 2016. On (B)(6) 2016 the customer tested on his coaguchek xs meter at 8:18 a.m. And the result was 4.4 inr. The customer went to the doctor and the result from their coaguchek meter at 11:00 a.m. Was 2.8 inr. The customer thinks the 2.8 inr result is correct. Based on this result, the doctor advised the customer to resume his normal warfarin dose. The customer returned the meter and test strips. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 119118-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
.

Event description:
The customer complained of erroneous results when he compared his coaguchek xs with meter serial number (B)(4) to the doctor's coaguchek meter. On (B)(6) 2016 the customer had tested on his coaguchek xs meter and obtained a result of 4.2 inr at 7:52 a.m. The customer used the same finger and re-tested and the result at 7:57 a.m. Was 4.0 inr. Based on these results, the customer did not take his warfarin on (B)(6) 2016. On (B)(6) 2016 the customer tested on his coaguchek xs meter at 8:18 a.m. And the result was 4.4 inr. The customer went to the doctor and the result from their coaguchek meter at 11:00 a.m. Was 2.8 inr. The customer thinks the 2.8 inr result is correct. Based on this result, the doctor advised the customer to resume his normal warfarin dose. The customer&#38112;therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. No adverse event occurred. The customer feels great. The suspect product was requested for investigation.